Event description:
Nurse alleges that she has a difficult time spiking abbott irrigation bags with company's ir-500 and ir-600 irrigation sets. The nurse stated this difficulty resulted in a shoulder injury in which nurse had to have arthroscopic surgery last year.